Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that at 12:30pm on (B)(6) 2015 the patient obtained a result of ¿246mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿153mg/dl¿ obtained on a hospital meter (unknown brand). The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan¿s criteria for accuracy. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged inaccuracy. The reporter denied that the patient developed any symptoms as a result of the alleged meter inaccuracy and received no medical intervention other than the blood glucose test performed by the healthcare professional. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute complication of either of these conditions. This complaint is being reported because the alleged inaccuracy was not resolved with troubleshooting.